Manufacturer narrative:
(B)(4). Batch p91912. The device was returned with the tissue pad damaged and partially detached at the distal end. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: did the tissue pad melt? (See pictures below which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) last picture, detached tissue pad, completely missing from clamp arm did any of the tissue pad detach from the clamp arm and fall off (not melted away or lifted, but a piece broke off)? Yes, refer to previous question. Is the tissue pad completely missing from the clamp arm? Yes refer to first question does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Sometimes.

Event description:
It was reported that during a thymectomy procedure, ten minutes in, the teflon pad had fallen off. The procedure was completed using an har36 device. There were no adverse consequences for the patient reported.